Manufacturer narrative:
As alleged, post implant of a ventralex mesh the patient experienced bowel perforation, swelling, and needed blood transfusions. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient¿s alleged clinical course. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
As reported per medwatch report (mw5150544): "had cr bard ventralex hernia mesh installed and one month later it perforated my bowel and I swelled from 36 waist to 50 inch waist, had to have blood transfusions."